Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their blood glucose (bg) values dropped to 95 mg/dl and passed out. The patient stated that they received no messages or alerts. No further details to report.